Event description:
The manufacturer received information alleging a ventilator failed a resistance test step during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower assembly was replaced to address the issue.